Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic amplitudes and myopotential noise. Technical services advised some testing and programing options. The primary sensing vector has now been adjusted and reprogrammed. There were no additional adverse patient effects. The system remains implanted.